Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic sphincterotomy (est) procedure. The exact procedure date was unknown. During the procedure, the needle did not come out from the catheter due as it would not extend. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.